Event description:
The following aes (alanine aminotransferase increased, hyponatremia) were reported for patient (B)(6). Both aes were reported as ¿possibly related¿ to art therapy. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".